Event description:
It was reported that the 9900 system intermittently had a stop motion error message and locked up during a case. The 9900 system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The control board was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.